Manufacturer narrative:
(B)(4).

Event description:
During lead implant, an adequate sensing value could not be obtained and a high atrial threshold was noted. The lead was explanted and replaced and the issue resolved with no adverse consequences to the patient.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. All tines were intact. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.